Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking at the tubing when the cassette was being inserted."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking at the tubing when the cassette was being inserted. Patient involvement: no. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no".